Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 09/28/2024 to 11/18/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the (deceased) event dates of 28-dec-2024 and 23-jul-2024. In further full review of the pump history/traces on the ss event date of 14-nov-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 14-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 14-nov-2024 in the formatted history file. Sensorerroralert (801) was found on: 11/12/2024 15:42:05.000, 11/12/2024 21:42:02.000. Lostsensor1alert (780) was found on: 11/09/2024 00:03:00.000. Lostsensor2alert (781) was found on: 11/09/2024 00:22:00.000. Unable to test for sensor error alert and lost sensor alert due to critical pump error (open book image) alarm. Sensor error alert and lost sensor alert were unknown. Low battery alert was found on: 11/14/2024 02:32:00.000. Insert battery alarm was found on: 11/14/2024 10:19:34.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 15-nov-2024 at 4:36:58 pm. There was no power data available for the ss event date of 14-nov-2024. Unable to check power data for low battery alert. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. Critical pump error (open book image) alarm was triggered by three consecutive pump error 63 alarms on 11/18/2024 09:36:18.000 and (twice) on 11/18/2024 09:36:31.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.66 mv). The pump was received with the original battery cap with a broken 2 heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify customer's daily total of all insulin delivered surrounding the date of 18-nov-2024 listed on pump history and the days prior to that date due to insufficient data in the trace/history files. Unable to verify customer alleged for low bgs. Unable to upload pump to carelink and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with critical pump error (open book image). The customer reported blood glucose value of 41 mg/dl. The customer reported hypoglycemia, stacking breaths treated with glucose/carb intake, emergency visit, hospitalization: overnight stay, insulin drip (intravenous insulin infusion), hospitalization: overnight stay. Customer reported the following led up to the event: they were trying to change the battery. Customer stated the pump doesn't work for her. What led up to the event: the pump not working. Document treatment for low blood glucose: ate, drank, intravenous insulin, other than insulin, indicate medications taken to treat diabetes: none. Document type of diabetes: type 1 nature of treatment (visit to emergency room, admitted to hospital, ems dispatched): visit to emergency room. The customer was not using the correct battery cap for the pump they are using. No further patient complications were reported. The customer will discontinue using the device. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.